Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2016 following a road accident the patient had fractured the middle third of the thimble of the radius and left ulna. On (B)(6) 2016 the patient underwent an osteosynthesis of the forearm with a titanium plate and screws. On (B)(6) 2016 the patient underwent a revision operation due a rupture of the synthesis and a septic complication. An external fixator was applied, and the fracture healed. This report is for one (1) 3.5mm ti locking screw self-tapping 16mm. This is report 3 of 12 for (B)(4).